Manufacturer narrative:
The review of provided data confirmed the reported issue: ¿&badimplant¿ was displayed since the programmer couldn¿t recognize the implantable device. The analysis of the expert files that have been provided shows that on 17 may 2024 at 13:10 the session was abruptly interrupted due to lack of battery and the xml registry file was most probably corrupted leading to programmer failure to properly identify the model of interrogated devices. The analysis of the expert data also showed that the re-installation of the smartview 3.16 fixed the reported issue (as explained in the sequence of events). In addition, please note that the message &badimplant is not translated because of a known issue in the implant software. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during ICD interrogation with smarttouch 3.16 software version, in the display appeared the popup "bad implant". In consequence of this error was impossible to interrogate the device. The problem was temporary solved by installing on smarttouch the 3.14 version of the software. With this version, no problem to interrogate the same device. After this error and reinstalling the 3.16 version, the programmer worked without other problems.